Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,02-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed. A field service engineer logged into hardware test application opened drawer 3.1, placed the cubie back in the pocket, and attempted to open the lid, which still wouldn¿t open. The cubie was determined to be faulty, so the user proceeded to replace it. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, cubie pocket was failed. The customer reported that the malfunction caused delay while dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.